Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: left colectomy segment laparoscopic. According to the reporter: the customer reports that after the device turned to 360, this was removed without the anvil. The anvil was retrieved by a double the customer reports that after the device turned 360 degrees, this was removed without the anvil. The anvil was retrieved by a double handling: colorectal and laparoscopic. The anvil did tilt and a double laparoscopic work and intra rectal was done to correct the product problem. The device will be returned for investigation as reported. No reinforcement material used in conjunction with the stapling device. The last known status of the patient is good. The patient age, weight, gender is male, (B)(6) and date of birth: (B)(6). The surgical procedure being performed was left colectomy segment laparoscopic. No tissue loss or damage as a result of this problem. No blood loss due to product problem. Surgical time extended by 30 minutes due to the product problem. No adverse event reported as a result of any delay in surgery.